Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified a potential high impedance within the battery. As a result, device replacement was recommended. No adverse patient effects were reported, and this device remains in service.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified a potential high impedance within the battery. As a result, device replacement was recommended. No adverse patient effects were reported, and this device remains in service. Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported. The device has been returned for analysis, and additional information regarding the explant procedure date has been requested.

Manufacturer narrative:
Correction to section e, initial reporter. Field e1, initial reporter email.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified a potential high impedance within the battery. As a result, device replacement was recommended. No adverse patient effects were reported, and this device remains in service.